Event description:
Boston scientific received information that the physician explanting this cardiac resynchronization therapy defibrillator (crt-d) could not get the right atrial (ra) lead out of the device header. The set screw was not able to be loosened. The patient was in chronic atrial fibrillation. The ra lead was cut and capped. The device was explanted. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. High powered microscopic visual inspection of the lead barrels and header of the device noted the ra proximal seal plug was missing from the device. The device was received with a lead attached to the ra lead port. Receiving inspection noted the lead was easily removed from the ra lead barrel. Functional analysis of all set screws noted the hex hole in the ra proximal set screw was rounded out at the top of the hex hole, indicating a wrench was not fully inserted into the hex hole prior to turning the wrench. The proximal ra set screw capture washer was found to be slightly bent, indicating a force was exerted upon it in the counter clockwise direction. All other set screws were found to move normally and fully in each direction. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.